Event description:
After the patient turned their device on they had pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an MRI of their head about two weeks previous to report. Stimulation was not turned off at the time of the MRI. At the end of the MRI, the device shut off. It was stated that the patient was not able to feel stimulation "on the right side." The device was able to be turned back on as of the date of this report. Stimulation was "too strong" so it was decreased to 0.5v. The patient felt the stimulation comfortably in the bicycle seat area. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06gmv, implanted: (B)(6) 2013, product type lead. (B)(4).